Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-137 / batch 74l2102767 that can be related to the failure mode reported.

Event description:
Medwatch report# (B)(4). Dart portion at the end of suture broke off and resulted in a retained foreign body. Disclosed to family and patient and decision to leave in place was made. Another similar incident occurred but the dart was retrieved.